Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device remains implanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2, d4, g4, h3.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device type is unknown at this time. Default to saline device for coding until additional information can be gathered. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture".